Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The needle tip was noted out from the catheter and needle looks longer. Its not sufficient to determine whether the product did not meet the specification. Therefore, the investigation is inconclusive for the reported needle longer beyond the drainage tube as provided evidence is not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of an ultrasound guided pleural drainage catheter placement, the tip of the cannula needle was allegedly longer than the drainage tube. The procedure was completed with another device. There was no patient contact.

Event description:
It was reported that during a preparation of an ultrasound guided pleural drainage catheter placement, the tip of the cannula needle was allegedly longer than the drainage tube. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.